Manufacturer narrative:
Height adjustment racks.

Event description:
It was reported by service report that the height adjustment bar was bending. It is unknown if there was patient involvement or adverse consequences occurred.